Event description:
It was reported that during a thyroidectomy surgery, normally, when a nerve is stimulated with a probe and there is a nerve response, a continuous popping sound occurs, but even if there is a nerve reaction, only two popping sounds occurred. Although it was temporarily resolved using a different probe (same lot), the problem reappeared after about 10 minutes, producing only two popping sounds. The beep sound when there was a nerve response was normal. Repositioning and troubleshooting were performed; however, the issue was not resolved. The procedure was completed using a malfunctioning device. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the probe, handle, and an open pouch were returned in a resealable bag. Upon receipt, the pouch was open on three of the four sides, and the probe was inserted into the handle. No traces of contamination were observed on the probe or handle. No damage was noted to the probe or handle. The electrical resistance of the entire assembly was measured at 0.29 ohms, which was within specification (less than 0.3 ohms). The device was connected to a nim system and tested using a 1.0 ma stimulating current and a 100 v threshold. When stimulated with a patient simulator, the system consistently delivered 1.0 ma and produced a waveform and event tone greater than 200 ¿v. No issues were identified during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: the previously applied fdm b21, fdr c21and fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.